Manufacturer narrative:
Product analysis results: visual and optical examination identified that one of the prongs has been sheared off the tip of the inserter. Visual analysis of the fracture indicates bend stress overload. The tip was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery at l4-s due to lumbar degenerative disc disease. Intra-op, the inserter was attached to an elevate cage and after the cage was placed, a lateral x-ray was taken to confirm cage placement. At that time it was found that a fragment (broken tip) of the cage inserter was left inside the patient. The surgeon spent about 30 minutes of additional surgical time to retrieve the fragment (broken tip). Later, surgeon was able to remove it successfully. No other patient complications were reported due to this event.